Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening and missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Necrosis: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device migration: unable to observe as it is a medical event not related to the device cyst-ndr: not applicable as the event is not related to the device. Additional observations: no other additional information. No further actions are required as the device was implanted.

Event description:
Patient reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿. Patient later reported right side rupture. Later healthcare professional reported bilateral "acquired absence of both breast and nipples", bilateral capsular contracture, bilateral rupture, bilateral "animation deformity", right chest wall pain, "familial breast cancer and brca2 gene mutation positivity". Also imaging report noted "right breast focus of enhancement that may represent an area of fat necrosis", "multiple liver cysts partially within the field-of-view" (not device related) and birads category 3. Healthcare professional confirmed capsular contracture baker grade 1. Device has been explanted.

Manufacturer narrative:
A.4. Weight: 59.40 kg. The event of necrosis is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: necrosis.

Event description:
Healthcare professional later reported, capsular contracture, baker grade I. And necrosis.

Event description:
Patient reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿. Patient later reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
The device has been explanted and replaced.